Manufacturer narrative:
This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that device failed pacer test during pm. "Hardware failure" displayed. Based on the evidence available the reported problem was confirmed. This issue appears to be a non-reproducible pacer error, which is logged as error 26 in the logfile. As the error is not reproducible, the root cause can't be concluded. However, it is suspected that the error is due to an intermittent communication issue between the dpm and main board. This error is under observation in sagqi-137 (CAPA-0029) - tempus ls: pacer issues. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
The product brand name has been corrected from tempus ls to tempus ls - manual.

Event description:
The field service engineer reported unit failed the pacer test while performing yearly pm. A user report was received related to a reported product problem which is currently being investigated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.